Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
The following information was provided by the initial reporter: it was reported that after preparing the kyprolis, user looked at the infusion bag and found a thread-like floating substance. Please verify what this is. Please verify as soon as possible. Components used at the same time: 515056, lot2411304. 515064, lot2503708. 515065, lot2508401. Additional information provided: what color was the substance? White. Were the particles seen in the syringe? Or in the vial? They were seen in the syringe. Then, they were also seen when they were put back into the infusion bag.